Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the right ventricular (rv) lead experienced insertion difficulty at the puncture site which was rather interior. The lead was pushed by the costoclavicular ligament, which possibly may have caused damaged to the lead. Undersensing was observed immediately after closing the incision, but oversensing was later noted. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.